Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation at this time. Therefore, the root cause for the calcification, stenosis, and pvl remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the explant procedure was due to heavy calcification, structural valve degeneration, severe stenosis, and paravalvular leak. The explanted device was replaced with a non-edwards mechanical valve. The patient was transferred to the cicu in stable condition and was discharged home in stable condition on post-operative day seven.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. As received, all three leaflets had cuts of approximately 3mm x 9mm on leaflet 1, 2mm x 7mm on leaflet 2, and 3mm x 9mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragments were not returned. Leaflet 2 also had an additional cut approximately 6mm long. Sewing ring was cut around leaflets 1 and 3 and exposed the wireform at the inflow aspect. Wireform was also exposed at commissures 1 and 3. : customer complaint of calcification and stenosis were confirmed through observed calcification. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Complaint of paravalvular leak and structural valve degeneration could not be confirmed through visual observations.

Manufacturer narrative:
Additional manufacturer narrative: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required explant of the device after three months post implant. The device was not returned for evaluation at this time. Minimal information regarding this event was received, the root cause of the plv remains indeterminable. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm aortic valve was explanted after an implant duration of 3 years due to pvl. No other information was provided.